Event description:
The reporter stated that she did blood sugar testing with er1 message received; retested and got an er1 again. The confirmation dot matched the color chart of a blood sugar of 350 or higher. No harm was alleged. No symptoms were reported. Attempts to reach the reporter for further information have been unsuccessful.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8